Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation, a mitraclip was selected and was unable to open after locking. Troubleshooting was preformed by returning to loose neutral, locked the clip, unlocked to the second unlocked position, half turn close the arm positioner before testing the lock again. The clip did not open. Locked the clip, unlocked to the third unlocked position, half turn close the arm positioner before testing the lock again. The lock worked. The lock was tested again before trying to be opened. The lock wouldn't open on the first unlock position. Additionally, it was identified that the mitraclip was not holding fluid in the handle cavity and it was leaking out of the stopcock. A new mitraclip was selected, prepared, and implanted successfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported inability to open the clip and leak were confirmed via returned device analysis. In addition, it was observed that actuator mandrel is bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported inability to open the clip, leak, and observed bent mandrel appears to be related to a potential product quality issue. This complaint is within the scope of exception (issue) (B)(4) and exception (action) 141097; therefore, the issue and action are referenced. The exception investigation evaluated the reported issues, and the engineering group determined the root cause for the bent mandrel and leak to be man with method as potential contributing factors. However, the root cause is determined to be inconclusive for the clip actuation issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.